Event description:
As reported by the user facility (translation of user facility information by (B)(4)). No easypump flow - pump was filled according to IFU's and they immediately saw that nothing was coming out of the tubing therefore it has never been connected to the patient.

Manufacturer narrative:
(B)(4). We received one used and filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages were not detected. In as-received condition the white clamp is closed and the patient connector was closed with the wing cap. After opening the top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone). Additionally the received sample was functional tested. After waiting for a while the sample do not worked (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). Leaks at the pump were not detected. The tested sample is not within our specification. We have informed our manufacturer accordingly gly. A follow-up report wil be provided after the statement is available. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection.